Manufacturer narrative:
The solex catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A female patient was hospitalized for fever management. A zoll solex 7 catheter was inserted into the right subclavian vein by an experienced physician. Catheter insertion was smooth. The nurse stated that the thermogard system sn (B)(4) was not cooling the patient during the 5 days of therapy. The use of this thermogard system was discontinued and replaced with another thermogard system sn (B)(4). Second system was placed on the fever mode with target temperature 37.3 celsius. After 4 hours into the therapy, the attending nurse reported minimal patient body temperature reduction. Biomed technician was called to evaluate the systems. Both systems were checked and function as intended. Nurse was recommended to check catheter and suk for leak. After 1 hour of the monitoring, the fluid level in the saline bag was slightly lower then initial mark on the bag and the leak was suspected. Suk was checked and no leak was reported. No fluid was observed on the floor or bed and no alarm was noted on the console. Second system was disconnected and patient was placed on cooling blankets per physician order. No known impact or patient consequence was reported. This report is for solex 7 catheter issue. For thermogard xp ivtm system sn (B)(4) issue, see MFR 3010617000-2018-00391 ccr 39316. For thermogard xp ivtm system sn (B)(4) issue, see MFR 3010617000-2018-00392 ccr 39316.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned solex 7 catheter (lot # 77334). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a pinhole leak was observed on the second loop of the serpentine balloon. During manufacturing, all catheters are 100 % inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Thus, it is likely that either a latent deformity in the balloon that may have caused eventual leak under pressure, or the balloon may have seen higher stress during inflation. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the solex 7 catheter with lot # 77334.